Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface board and the control panel were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.